Event description:
It was reported that the customer required hospital assistance to treat blood glucose (bg) level. It was not provided if bg level was low or high; cause was unknown. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.